Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in a moderately tortuous and mildly calcified vessel. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, the screen became black when the device was used, and no image was displayed. It was also noted that air was not removed during preparation for flushing. The procedure was completed with another of the same device. No patient complications were reported.